Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset for a separate issue. During the evaluation of the device, white residues on the channel was observed. The service repair technician indicated that the most likely cause of the finding was not established. There was no patient involvement.